Manufacturer narrative:
The system is calibrated every 24 hours and qc is routinely run every 4 hours. Prior to the event qc results were within the lab's established ranges.a field service engineer (fse) decontaminated the system and replaced the carbon bridge.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low chloride (cl) results generated by the unicel® dxc 800 pro synchron® clinical systems for two patients.the erroneous results were reported outside of the lab.the samples were repeated and higher results were obtained which were corrected.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.